Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) displayed an autofill failure alarm. No patient was involved, and no harm was reported. A getinge field service engineer (fse) inspected the unit and noted that the autofill failure alarm was recorded in the alarm history. The fse performed a drive calibration test, which passed successfully, and cleaned the sm1 filter. After maintenance, the calibration parameters were found to be within the acceptable range. The unit was then operated with a system trainer for more than two hours, during which it functioned normally without any further issues. The unit was returned to the user department in good working condition.

Manufacturer narrative:
E. Initial reporter (B)(6).